Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was monitored for several days. No unexpected this alarm is generated when a power failure is detected alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump shows unable to exit training mode due to bad battery alarm. Customer not able to complete rewind. Customer's blood glucose level was over 300 at yesterday. Insulin pump will be returned for analysis.